Event description:
A caller reported a tandem mobi cartridge alarm, which did not cause the customer's blood glucose levels to exceed 500 mg/dl. Technical support confirmed the cartridge alarm and decided to replace the pump since similar alarms had been reported previously. The customer, who was not from canada, was advised to use a backup insulin pump while awaiting the replacement. Technical support also instructed the caller on how to update the pump software, put the malfunctioning pump into storage mode, and return it within ten days using a pre-paid label. The replacement pump was sent without requiring a delivery signature. The customer understood all instructions provided by technical support.